Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge fell out of the ilet during use, and the patient¿s caregiver could not determine how it occurred; the event involved the cartridge and connector during a supply change, and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver, and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method, with the involved component being the cannula system and related cartridge/connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.